Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak and also a tear was observed on the silicone valve inside the clip introducer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of observed tear cannot be determined. The reported leak appears to be a cascading effect of the observed tear in the silicon valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report loss of fluid column. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4+. During insertion of the ntw clip into the steerable guide catheter (sgc) hemostasis valve, the device lost fluid column. The device was removed, and another attempt was performed, but the device lost fluid column. The device was removed, and a replacement clip delivery system was used. Two clips were implanted, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.